Manufacturer narrative:
Weld.

Event description:
It was reported by service report that there was a broken weld on pt right locking spindle causing the siderail to not lock. It was also found that the fowler is unable to go down all the way. No pt involvement or adverse consequences are reported.